Manufacturer narrative:
One swan ganz catheter was received by our product evaluation laboratory for a full examination. The report of balloon could not be inflated was confirmed. During visual inspection balloon was found ruptured at the central area. The balloon edges did not match at the ruptured region. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter body or returned syringe. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Further investigation was performed by the engineers at the manufacturing site. Balloon inflation and visual inspection is performed as part of the manufacturing process. Additionally, an acknowledgment was provided to the manufacturing personnel regarding this condition. The instructions for use (IFU) were reviewed, and contains instructions to perform a balloon integrity and lumens patency check prior catheter insertion. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during testing of this swan-ganz catheter, the balloon could not be inflated. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Engineering investigation was updated to include product risk assessment. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review.